Event description:
According to the reporter: occurred during an open colectomy procedure. The anvil did not tilt after stapling. The anvil was not bent. The sizers were used. The anastomosis is damaged as a result and had to be redone per hand. There was unanticipated tissue loss as a result of the problem. The surgical time was extended by more than thirty minutes due to the product problem. The patient status is alive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anastomosis was torn as a result and had to be redone per hand. There was about 2cm of unanticipated tissue loss as a result of the problem. The damage was not permanent. There was an extension of hospital stay. The current status of the patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.